Event description:
Customer reporting during pre-clinical check that there was no air-flow from the mixer. No patient involvement.

Manufacturer narrative:
Customer reported no air flow during pre-clinical check of device. No patient involvement. Mixer was evaluated by sechrist trained technician and found a damaged needle valve on flowmeter, the fio2 was out of specification and the balance was out of specification. All these findings will lead to no air flow. A DHR review found the mixer was within manufacturer specifications when released. The damage needle valve is likely due to an early component failure. There is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe use of the device. Therefore, no corrective or preventive actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no.: (B)(4).